Event description:
Additional information was received and it was reported that side port aspiration showed good flow. The drug in the pump was replaced to rule out any possibility of dilution. The patient was given several boluses through the pump. The symptoms continued. The pump was replaced on (B)(6) 2013 and a new connector was implanted.

Event description:
It was reported that the patient went to the emergency room twenty-four hours after a pump replacement surgery due to a return of symptoms including signs of underdose. The patient experienced itching, clonus and increased tone. Reportedly, the patient was not in withdrawal but was just uncomfortable. A catheter access (cap) study was done on (B)(6)-2013 and no anomalies were noted. The patient was given a 100 microgram (mcg) bolus and a 15% dose increase with a positive response. Twenty-four hours later the patient had a return of symptoms and was given another 100 mcg bolus. The physician had thought the issue to be a pump to pump variability and a possible drug dilution with the 2000 mcg/ml that was filled in the operating room. The health care provider wanted to refill with 2000 mcg of new drug and bolus the old drug. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report. It was further reported that the initial pump replacement occurred on (B)(6)-2013. The patient experienced ¿complaints of underdose¿ after the replacement with possible underinfusion. No rotor study was performed but the dye study was negative. The catheter was removed due to occlusion and kink. Both the pump and catheter were returned. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter, f(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed the catheter's sutureless connector had coring/t ear/cuts in the seal which met leak criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.